Manufacturer narrative:
The reported event is confirmed cause unknown. Visual requirements states to use unaided eye at 12" to 18" distance under normal lighting, unless otherwise noted. When evaluating the sample, it could be seen that the separation took place on the proximal pigtail. The separation looks similar to what is seen when the material is cut due to the way the material forms inward. The suture porthole is separated to the end of the stent, this is seen when the suture is pulled away from the stent. The suture appeared to be stretched due to how the suture is formed. Dimensional evaluation noted dimensional requirements states that the od is to be 0.079" ± 0.002", tip ID to be 0.043" ± 0.002", and tube ID to be 0.050+ 0.002" -0.001". The sample passed all the dimensions. The od measured at 0.0799" and 0.0789" using a laser micrometer. The tip ID was measured using a 0.043" pin gauge. The tube ID was measured using a 0.050" pin gauge where the separation occurred. Root cause could not be identified. Although a root cause could not be definitively identified, a potential root cause for this type of failure could be user does not handle with care, bends sharply. However, there was insufficient information to confirm this potential root cause. A DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." "The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." Correction: d, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that when the ureteral stent was released, one of them came out broken.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the ureteral stent was released, one of them came out broken.